Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. It is unknow if patient set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient lost therapy. As a result, surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.